Event description:
The event is reported as: alleged issue: pt suffered a burn inside their mouth as a result of the plastic covering melting from the needle electrode. No permanent injury or medical intervention was reported.

Manufacturer narrative:
No sample is available for investigation, but a photo was sent. Per device history report (DHR) review, investigation did not show issues related to this complaint. Visual inspection of photo received: from the picture it was observed that "plastic covering melted." No other defects were observed. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.